Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented prior to a device upgrade procedure. Upon review, the right ventricular lead was noted during a previous device changeout procedure to have exhibited externalized conductors. No intervention was performed on the lead as it exhibited stable measurements. The patient was in stable condition.